Event description:
Customer reported getting erratic reading from their freestyle meter. Comparison tests were performed with the freestyle meter and results were 140 mg/dl and 250 mg/dl. The reported freestyle comparison results differ by more than 20% and meet MFR's definition of a malfunction.